Event description:
Kimberly-clark received a report from canada stating, ¿a nurse attached the tube feeding to the saline port of the closed suction catheter last night. The staff were unable to ascertain if the infant actually received any feeding through the tube. The last feeding was scheduled at 0600am and was to be administered by the night shift nurse. The day shift nurse found the tubing attached to the catheter at 0715am but the feeding pump was not flowing. The patient appears to be okay and no follow up intervention has occurred. ¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
Based on the information provided in the complaint, there was no reported malfunction of the device. Instead, the information submitted to kimberly-clark reports a misconnection of a feeding catheter to the saline port of the kimberly-clark device. No similar complaints have been received by kimberly-clark involving misconnection of a feeding catheter to the saline port. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.